Event description:
Per independent repair statement, the unit has low o2 or a yellow light. The unit will not alarm. The check valves are defective, the power switch has a short circuit, and the pe valve is defective.